Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty high-voltage power supply board could not be identified, olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional issues were identified during the device evaluation: the bipolar port was broken, and the front panel was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the electrosurgical generator for an annual inspection. A full technical evaluation was completed in accordance with the OEM specification, and the results showed that there was an error code e433 message displayed, and the device kept rebooting due to a faulty high-voltage power supply board. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.